Event description:
Information received indicates the welds are broken on the upper left head pivots, preventing the siderail from latching.

Manufacturer narrative:
A siderail assembly was sent to the facility to repair the bed.